Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued recurring ¿alert 32 ¿ motor processor communication error,¿ prompting multiple device restarts and disrupting the continuous glucose monitor connection; after guidance, the alert ceased and the system functioned, with subsequent user report of stable glucose and a perceived improvement in a1c. Symptoms included hyperglycemia, with a highest reported glucose of 298 mg/dl and duration of about one hour. Outcomes included no medical intervention, no ketone testing, no backup therapy use, and no hospitalization. Investigation included troubleshooting and education by support personnel and follow-up verification of glucose stability and alert resolution. Investigation of this case revealed an intermittent delivery motor communication issue consistent with a processor-to-motor communications fault that resolved after restarts, with no further device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device communication malfunction of the delivery motor subsystem.